Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the power drive did not function properly. This was attributed to normal wear. Maintenance was performed and the device returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that battery did not respond and became hot, device did not function. This is report 1 of 1 for complaint #(B)(4).